Event description:
It was reported that decreased sensing was observed. Lead dislodgement was found via x-ray. Lead was explanted and replaced when repositioning was unsuccessful. The patient did not experience any adverse consequences.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
Device evaluation anticipated but not yet begun.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.